Event description:
The customer reported that while the unit was in use on a patient, the intra-aortic balloon would not fill completely. The patient was switched to another unit with a new balloon, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the auto-fill setting was low, and the unit was not purging the bimba (fill reservoir) completely. The company representative replaced the purge assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.